Event description:
Patient admitted on 3/30. On day 4 of admit rn flushing tubing and needle tubing set cracked and blood leaking out. D5.45, etoposide, ifosfaminde, mesna, zofran, ativan, and normal saline were infused via this tubing set. Soft tubing just before the leur (just before where soft tubing connects to hard plastic) found to have crack noted during infusion. This opened up central line to infection and necessitated needle removal and reinsertion (painful in child).